Event description:
It was reported that the tcm pump would not run, and the ice block was too large. The system was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative confirmed the complaint. The unit was extracting air from one of the leaks causing the pump not to prime. The unit was leaking from eight different locations. All leaks were repaired by replacing several components. Also there was debris cleaned from the system that could have contributed to the reported incident. The system operated as intended when returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.